Manufacturer narrative:
(B) (4): physio-control evaluated the device and associated cables and verified the reported failure. The quik-combo therapy cable assembly was replaced. Noticeable damage of the large and small keypad assemblies was observed and these were replaced as well. A performance inspection procedure (pip), as outlined in product literature, was performed on the device. Proper operation was observed and the device was returned to the customer for use. Physio-control further evaluated the quik-combo therapy cable assembly. It was determined that the cause of the reported failure was a break in the sternum wire within the device connector strain relief area. This break in the sternum wire inhibited the passage of the pt's rhythm through the cable to the device, and consequently, the device would be inhibited from charging or delivering energy. The most likely cause for the break in connection is excessive force in disconnecting the quik-combo therapy cable assembly from the device. A clinical review of the reported event determined that the device use did not contribute to the outcome of the pt. The pt's ECG showed as asystole and continued throughout the call. Defibrillation is not indicated based on an asystolic rhythm.

Event description:
It was reported that an (B) (6) and a (B) (6) crew were dispatched to the scene of a cardiac arrest pt. The pt's collapse had been witnessed by family and the pt had been talking to them 10 minutes prior to the arrival of (B) (4). CPR was initiated and the pt was connected to a philips frx AED. The AED advised to shock once; which they did. The (B) (6) crew then arrived on the scene and began the pt assessment. The (B) (6) crew arrived on the scene 9 minutes later and assisted in resuscitation efforts. The philips AED was removed. At that time the (B) (6) crew connected their lifepak 12 device to the pt with philips defibrillation pads. The pt was intubated and an IV established. During pt treatment the (B) (6) crew viewed what they thought was a shockable rhythm. The (B) (6) crew attempted to charge the lifepak 12 device; however, only a "connect electrodes" prompt was observed. At that time, the philips frx AED was reconnected to the pt and they were not advised to defibrillate. The 3-lead ECG monitoring of the pt was continued and a request for a second (B) (6) crew was made. Upon arrival of the second als crew, their device was used for the remainder of pt care. The pt was transported to a hospital, where they were pronounced deceased.